Event description:
It was reported by service report that the head end of the bed would not lower past 24 inches. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.